Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant procedure, the helix was not extended and the physician felt that the helix deployment was compromised. The lead was not attaching properly to the appendage and it was noted that there were low sensing value and that the patient was in atrial fibrillation. The lead was not implanted. No patient complications have been reported as result of this event.